Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament regulator pcb was evaluated and replaced. The generator was recalibrated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a filament regulator error. No patient or user injury was reported.